Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After insertion of the faradrive steerable sheath clear and during the aspiration, a fluid leak and visible air bubbles were seen. The issue persisted even after several aspiration attempts. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
Analysis of the returned sheath found the external valve torn which compromised the valves ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After insertion of the faradrive steerable sheath clear and during the aspiration, a fluid leak and visible air bubbles were seen. The issue persisted even after several aspiration attempts. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. It was further reported no leak was seen. Excessive air bubbles were seen in the aspirating syringe. Pump was used for irrigation. Multi-purpose venogram catheter was used had been inside the sheath prior to, and/or at the time, the air was observed. No air was seen in the patient.

Manufacturer narrative:
B5 describe event or problem - updated. D9 device available for eval, returned to manufacturer date - updated. F10 device codes - updated. H6 evaluation codes - updated.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After insertion of the faradrive steerable sheath clear and during the aspiration, a fluid leak and visible air bubbles were seen. The issue persisted even after several aspiration attempts. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported no leak was seen. Excessive air bubbles were seen in the aspirating syringe. Pump was used for irrigation. Multi-purpose venogram catheter was used had been inside the sheath prior to, and/or at the time, the air was observed. No air was seen in the patient.